Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: ove. This report is for an unknown cage/spacers: syncage/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: igarashi, h. Et al (2019), factors influencing interbody cage subsidence following anterior cervical discectomy and fusion, clinical spine surgery, vol. 32 (7), pages 297-302, doi: 10.1097/bsd.0000000000000843 (japan). The aim of this prospective study is to investigate cage subsidence after acdf using stand-alone cages. Between february 2006 to october 2015, a total of 78 patients (52 male and 26 female), 105 levels, with an average age of 56.1 years (30-79) underwent anterior cervical discectomy and fusion (acdf). Surgery was performed using a titanium interbody cages such as syncage-c (depuy-synthes, raynham, ma) or a competitor device; or peek cages such as acis (depuy-synthes) or a competitor device; or zero-profile anchored peek cages from a competitor. Radiographs were obtained preoperatively, at 1 week, and at 1, 3, 6, and 12 months postoperatively to determine the presence of fusion and cage subsidence. Patients were followed regularly for at least 1 year after surgery. The following complications were reported as follows: 17 patients, 20 disks: titanium cages 14 disks, peek cages 3 disks, and anchored cages 3 disks, had large subsidence (>3mm). A continued decrease in disk height was observed in these patients from 1 month postoperatively to 12 months postoperatively. The mean subsidence was 4.13mm (3.00¿7.00 mm). The mean cage height was 5.6mm (4.5¿7.0 mm). Cage subsidence was 1.97±0.13mm at the final follow-up. The subsidence of the titanium and peek cages was 2.26±1.26 and 1.27±1.02 mm, respectively. Fusion rate was 80% (84/105). In large subsidence cases, the fusion rate was 65% (13/20). This impacted product captures the following adverse event (the article did not specify which of synthes device [syncage or acis] had this complication). Did not fuse. This report is for an unknown synthes cage. This report is 2 of 2 for (B)(4).